Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the strings were wrapped around the tampons and not hanging out of applicator which caused issues removing the tampons twice due to the string being wrapped around the tampon. Multiple attempts have been made to obtain further information. No further information has been received.